Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. She was (B)(6) year-old at time of insertion. Consumer stated that 7,5 months after insertion she started to experience events. She experienced pelvic pain, increase or heavy blood loss during menstruation, pain during menstruation, hip pain, breasts pain, stiff pain, depressive feelings, mood swings, memory loss, concentration problems, adhd, and pms. Consumer reported problems with movements and work-related problems. She contacted a doctor and was treated with medication for adhd and pms. She stated that an operation has been scheduled for the foot but the patient no longer thinks that it is necessary. It has already been skew for 38 years, the pain started after insertion essure. The adhd has got worse since the insertion of essure. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to disability (problems with movements and work-related problems were mentioned but not specified) and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related and movement problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1671 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to disability (problems with movements and work-related problems were mentioned but not specified) and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related and movement problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information is expected.